Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot#: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that near beginning of a parotidectomy, the surgeon was using the stimulating probe. Nim was producing negative responses "tweedle noise". Surgeon commented to the rep that device was not working. User explained that even with the tweedle responses on the nim, they can visibly see the nerve twitching when stimulating. Started at the default 0.8 ma. After getting tweedle responses (but seeing significant twitching on the face), raised it to 1.0 ma. Still received tweedle responses with facial twitching. No suspected issue with probe. No repositioning was done. No muscle relaxant was used. The rep noticed some activity above the baseline (but below the threshold of 100 microvolts) when 'event capture' was turn off, but not high enough to elicit a positive response on the console. The procedure was completed with the reported product. There was no patient impact.

Manufacturer narrative:
H6: previously added imdrf annex code d16 is no longer valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.